Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic after receiving a shock from the implantable cardioverter defibrillator (ICD) and feeling lightheaded. Upon interrogation, it was observed the ICD delivered inappropriate defibrillation therapy and anti-tachycardia pacing for an episode of atrial fibrillation with rapid ventricular response. The device performed according to programmed settings and would continue to be monitored. No further adverse consequences to the patient were reported.